Event description:
A surgeon reported that following insertion of an intraocular lens (iol), the haptic was noted to be broken and the lens was unstable. The surgeon decided to explant the lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. One haptic is pulled from the optic and the optic is cracked in both haptic insertion areas. Other damge was observed which is due to the lens being replaced incorrectly into the lens case for return. Solution and blood are dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. While we are unable to determine the root cause of the damage, or observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample (presence of surgical solution/blood), the observed damage is most likely related to customer handling. There have been no other complaints reported in this lot. Additional info has been requested. (B)(4).